Event description:
Visibly moldy IV catheter found in l&d [labor and delivery] supply. Package new and intact. Mold contained to inside of needle cap/hub, not suggesting external contamination (wet package, etc.).